Event description:
It was reported that the inflatable penile prosthesis (ipp) stopped working and it is no longer inflating. The physician evaluated the device and it was noticed that the pump cannot be pressed. Imaging shows fluid in the reservoir. The patient reports left side penis, testicular and perineal pain. The patient cannot sleep in the left lateral decubitus position due to pain in the pump region and he experience perineal pain when sitting down. The physician requests replacement of the device, as it is no longer inflating.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.